Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a raw skin irritation under her breast and under the garment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed nystatin cream for the skin irritation. Follow up indicated that the patient applied cornstarch and the nystatin cream to the skin irritation and the skin has improved.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt ECG "a&b" cable and front therapy electrode cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse events occurred from the damaged electrode belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's electrode belt was damaged. A us distributor contacted zoll to report that a patient developed a raw skin irritation under her breast and under the garment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed nystatin cream for the skin irritation. Follow up indicated that the patient applied cornstarch and the nystatin cream to the skin irritation and the skin has improved.